Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for routine device replacement. It was noted that the right ventricular lead exhibited insulation breach. It was suspected that cautery caused the damage. The lead was capped and replaced on (B)(6) 2018. It was further noted that the right atrial lead was capped in 2005 due to an unknown reason. The patient was stable the entire time.